Manufacturer narrative:
Date of event: unknown, was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient could not tolerate glare from light and complained bitterly of severe glare and halos post op/after implantation of the intraocular lens. Therefore, the lens was explanted. The patient has recovered. The lens was replaced with a non amo lens. The lens was discarded. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.